Event description:
Pt reports when he went to do infusion last night the pump would not work/spring would not dial back so pt did not do infusion. Pt was unaware of how to push manually. Rph counseled that he can push medication manually from syringe and needle set at rate of 1 ml every 2-3 minutes. Pt reports it has been less than 24 hrs since attempted infusion so he is going to do manual push infusion today as counseled. Pharmacy is replacing pump. Pt had no further questions or information.